Event description:
It was reported that pre-discharge check it was revealed that right atrial (ra) lead dislodged into the right ventricular (rv). Patient underlying is sinus rhythm (sr) 70¿s. Indication was rare pauses. Interrogation showed complete atrial under-sensing and capturing the ventricle when pacing. Device was reprogrammed. No further intervention will be done at this time. The patient is in stable condition.